Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(6) 2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was cut. The reported condition was confirmed. The root cause was attributed to part of the set protruding out of the packaging during the sealing process. New sensors were installed onto the packaging sealing machines in order to detect any set left protruding from its pouch. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a 3-way solution administration set in which the tubing was cut at the packaging welding. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.